Event description:
The pt bit off the infusion line. There was no harm to the pt as a result of this incident.

Manufacturer narrative:
The sample is available for eval. No add'l info regarding this incident is available. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).